Event description:
It was reported that the syringe broke during an unspecified procedure.

Manufacturer narrative:
It was reported that, while being used for an unspecified injection, the syringe broke during an unspecified procedure. Reportedly, the syringe break caused the physician's "sterile gloves to rip and cut his finger." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.